Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently hospitalized. Reportedly, customer was treated with intravenous fluids of saline and discharged the following day with the issue resolved.